Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician indicated seeing low r-waves on three different models of right ventricular (rv) leads through the analyzer as well as the device during the implant procedure. The physician indicated that sometimes the r-wave increases one day post implant. The physician indicated that the leads are usually implanted in the apex or in the mid-low septum. The leads remain in use. No patient complications have been reported as a result of this event.